Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. Date of implant estimated. The status of the clip and clip delivery system is unknown at this time. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the surgical intervention. It was reported that on an unspecified date, the patient underwent a mitraclip procedure, and subsequently underwent a mitral valve surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: a serious injury related to the implanted mitraclip did not occur, initial reporter, date received by manufacturer. Correct date of initial 30-day medwatch reported was 06/05/2018. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Based on the information available and reviewed, the reported patient effect of mitral regurgitation appears to be related to patient morphology/pathology (disease progression). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was received. The mitraclip procedure was performed on (B)(6) 2018, treating degenerative mitral regurgitation. One clip was implanted and the mitral regurgitation (mr) was reduced from grade 3 to grade 1. During the procedure, there were no adverse patient effects and no device issues. On (B)(6) 2018, the patient underwent a mitral valve replacement surgery to treat significant mr. The implanted clip was noted to be well attached to both leaflets and functioning as expected. The recurrent mr was deemed related to disease progression and unrelated to the implanted clip. During the mitral valve surgery, the clip was explanted. Post surgical procedure, the patient was in stable condition. Although this event was reported to be unrelated to the implanted mitraclip, this event has been reported and will; therefore, remain reportable. No additional information was provided.